Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the splenic artery using pod packing coils (podjs). During the procedure, the physician successfully placed three coils in the target vessel using a non-penumbra microcatheter. The physician then experienced resistance while advancing a podj into the target location and therefore, slowly retracted the podj. While retracting the podj, the physician noticed that it had unintentionally detached while partially within the target vessel. The physician then attempted to push the detached podj into the target vessel using the pusher assembly; however, it was unsuccessful. Next, the physician attempted to flush the detached podj into the target vessel using a syringe; however, this, pushed the microcatheter out of the splenic artery and into the parent catheter. The physician then noticed that the detached podj had begun to unravel. Therefore, the physician attempted to use a snare device to remove the detached podj from the patient; however, the podj unraveled more. Consequently, part of the detached podj migrated into the patient¿s hepatic artery, where it caused thrombus formation. The physician administered heparin to address the thrombus formation and continued attempts to snare the detached podj. However, this caused the podj to unravel further and only some filaments of the unraveled podj were able to be removed from the patient. Therefore, the procedure was ended at this point. The patient was left with filament from the podj exiting the splenic artery, across the celiac artery, and into the hepatic artery. The patient was treated with an antiplatelet drug overnight.